Manufacturer narrative:
(B) (4). This is an initial report. The device ((B) (4)) has been forwarded for further investigation. A follow-up report will be sent once investigation results are available. Remedial action 2954323-04/14/2009-002-c was reported (B) (4) on 14 apr 2009.

Event description:
A customer reported an issue with their freestyle navigator continuous monitoring system. The transmitter was returned and during the course of the investigation, a crack was observed near the battery compartment. It has been determined that some freestyle navigator transmitters could potentially exhibit a crack/fracture on the plastic housing near the battery compartment, which could potentially allow moisture to come in contact with the transmitter's internal electronics, potentially causing the transmitter and the receiver to lose connection interrupting the continuous glucose results. Although unlikely, moisture entering the transmitter has the potential to generate inaccurate results only with the continuous glucose readings. The built-in freestyle glucose meter is not impacted by this issue and the user can continue to use the built-in meter. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
(B) (4). Returned transmitter was visually inspected and confirmed to have cracks in the battery area. Leak testing was also performed. The returned transmitter passed leak testing. Based on these results, this issue is not associated with remedial action 2954323-04/14/2009-002-c.

Event description:
An adc customer's mother reported her child received an adc meter reading of 145mg/dl as compared to an hcp meter reading of 118mg/dl. The report then stated the customer experienced seizure activity. No specific symptoms were reported prior to the seizure. It is also unknown if customer dosed with medication based on the readings. No treatment was reported and no further information was provided in the report. A follow-up call to customer has been requested to clarify the readings, medical event and whether not third party medical intervention was required. There was no report of death or permanent impairment associated with this report.